Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no relevant history in the past 12 months. Visual inspection and functional testing were performed. The check clutch/plunger lever error was found in the review of the event history log. The customer issue was verified. The root cause of the issue was clutch housing.

Event description:
It was reported that the device exhibited a travel coarse error - check clutch/plunger lever during pre-test. There was no patient involvement.